Event description:
Information received with returne of the explanted device does not address the patient's clinical status but notes no output and that it had no power left to facilitate interrogation.~~~